Event description:
The patient reported chaffing and some mild blisters bilaterally on area of skin covered by the wearable. The patient was prescribed antibiotic ointment and skin irritation has completely resolved. Additionally, the patient is now wearing a thin, minimal sleeve in between the wearable and their skin to prevent any possible future irritation. The patient continues to experience great relief using the device.

Manufacturer narrative:
The wearable questionnaire was reviewed for potential causes of the reported issue. Based on this review, not using the product per the IFU has been ruled out as a potential cause. Other potential causes of the reported issue are patient allergy and patient contraindicating conditions. The cause of the reported issue is unknown.  Therefore, conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in wearable issues. Wearable issue rates remain acceptably low; thus, CAPA is not required. Wearable issue rates will continue to be tracked and trended.